Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a hematoma occurred. The procedure was aborted. During a left atrial appendage (laa) closure procedure, a versacross connect laac kit was selected for use. Right femoral vein access was obtained without using ultrasound, and access appeared below the right femoral head. A 16fr sheath was inserted. Heparin was given and a watchman fxd double curve access system (was) and versacross connect was inserted and transseptal puncture (tsp) performed in a mid-mid trajectory without complications. The activated clotting time (act) was 280 seconds. A 27 mm watchman flx pro closure device and delivery system (wds) was inserted and attempted but did not meet release criteria so it was exchanged for a 24 mm wds that also did not meet release criteria. The physician was ready to exchange the was for a watchman trusteer access system (was) but stopped as a large hematoma was noticed at the groin. Angiography of the groin was performed, and an arteriovenous (av) fistula was noted. Heparin was reversed. A left femoral artery access was performed, and a balloon was inflated over the av fistula several times. The av fistula resolved, and a non-boston scientific (bsc) femoral compression device was applied. The laa closure procedure was aborted. The patient was stable and remains hospitalized but is expected to fully recover. The patient remains hospitalized, but not related to this case issues.the device is not expected to be returned for analysis. The hematoma was noted when the watchman sheath was in the patient. The patient was stable from the vascular complication. In the physician's opinion, the low stick in the groin and no vascular ultrasound contributed and caused the issues sticking though the artery into the vein.